Manufacturer narrative:
(B)(4).

Event description:
It was reported by the register nurse that the pump would not use the electrocardiogram (ECG) trigger only the arterial pressure (ap). The register nurse disconnected the arterial pressure signal and the pump stopped pumping and alarmed trigger loss. After, some discussion the clinical support specialist (css) asked the regiser nurse to switch to another pump. The register nurse was able to switch to another pump and has had no other issues. The patient is reported as being stable and has been supported. There was no reported delay of therapy or complications to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "the pump would not trigger ECG" is not confirmed. The field service engineer serviced the pump and no problem was found with the pump. The pump passed preventative maintenance. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported by the rn that the pump would not use the electrocardiogram (ECG) trigger only the arterial pressure (ap). The rn disconnected the arterial pressure signal and the pump stopped pumping and alarmed trigger loss. After, some discussion the clinical support specialist (css) asked the rn to switch to another pump. The rn was able to switch to another pump and has had no other issues. The patient is reported as being stable and has been supported. There was no reported delay of therapy or complications to the patient.